Event description:
I'm having strange reactions to essure. Body aches, hip pain, joint pain, metallic taste in mouth, urine smells, itching, ears ringing, very heavy periods which are inconsistent, foggy brain, eyes are failing, teeth are cracking.